Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) when attempting fixation, the physician was unable to screw the rvlp in, after performing a screw-out while advancing the protective sleeve over the rvlp, the rvlp slipped and caught on the myocardium resulting in the helix to stretch. The rvlp was not used and the physician elected to implant a different rvlp. There were no patient consequences.